Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse found blown power line fuse of the suite pc. Fse replaced the power line fuse, but the issue persisted. The fse determined that the suite pc was defective. The supplier's part analysis has conclusively determined the cause of the suite pc failure was due to defective power supply unit. To resolve the issue, the fse replaced the suite pc and restored the system configurations, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.